Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited loss of communication after placement and release. Programming changes were made initially to increase telemetry signal and concluded the procedure with ralp implanted. Upon interrogation on the following day, it was found that lps exhibited low throughput telemetry. Programming changes were made again to decrease ralp signal for better battery life. The patient returned in clinic for follow-up on (B)(6) 2026. Upon interrogation, it was found that the ralp exhibited loss of atrial capture. Programming changes were made once again. Patient condition was stable throughout.